Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a one-link needle free IV connector in which no flow was observed. According to the report, the red port had tpa instilled on sunday because of blockage. The tpa produced good blood return and flushing was successful. The alleged defect was observed during patient use. There were no reports of patient injury, medical intervention, or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The sample was visually evaluated for a slit (to confirm there is a slit in the gland) and 10 cc flush of saline into the device to make sure there is no occlusion. The sample passed both tests. Therefore, the reported condition could not be confirmed. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.